Event description:
Patient had an orif left hip previous summer. The patient was walking at home and heard a pop and made an appointment to follow up with her physician in his office. X-ray revealed broken hardware.